Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The end cap had been broken off and was missing. Otherwise the tool retention and ratchet mechanisms were intact and functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that while the health care professional (hcp) was hammering on the handle it was damaged. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that while the health care professional (hcp) was hammering on the handle it was damaged. There was less than an hour delay in the procedure. No impact on patient outcome.